Event description:
Stent was deployed in the ostium @ occluded graft to om and di. Taxus 3.0x8 inserted on balloon over wire with subsequent removal of stent balloon without stent on it. Ptca balloon inserted over whisper wire in attempt to remove undeployed stent.